Event description:
The customer reported via phone call that the insulin pump has alarmed compromised foce sensor error and battery out limit during the priming process. The customer's blood glucose at the time of the incident was 198 mg/dl. The customer stated that the battery out limit issue was solved. There was no significant events prior to the alarms. The customer was advised to revert to discontinue use of the insulin pump and to revert to their back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.